Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 17 previously reported events are included in this follow-up record. Product return status 12 devices were received. 3 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 2 reported events were confirmed. 10 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 4 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion and compromised lubrication. 2 devices had no problem found.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 17 previously reported events are included in this follow-up record. Product return status 12 devices were received. 5 devices were not available for evaluation. Event confirmation status 2 reported events were confirmed. 10 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 4 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion and compromised lubrication. 2 devices had no problem found.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 17 previously reported events are included in this follow-up record. Product return status 12 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 2 reported events were confirmed. 10 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 4 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion and compromised lubrication. 2 devices had no problem found.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 10 devices were received. 4 devices were not available for evaluation. 3 device investigation type has not yet been determined. Event confirmation status: 2 reported events were confirmed. 8 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by internal corrosion. 4 devices were found to be affected by lubrication problem. 1 device was found to be affected by internal corrosion and lubrication problem. 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.